Manufacturer narrative:
Product event summary: it was reported from the site that the patient accidently cut the driveline cable. The controller and pump were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that the first electrical fault alarm was logged on (B)(6) 2017, at 13:58:38, due to an over current trip in the rear stator, resulting in a pump stoppage. A motor start event was logged at 13:58:46, clearing the vad stopped alarm. An electrical fault alarm was later recorded at 20:26:06; the alarm was due to an over current trip in the front stator. Afterwards, 77 high watt alarms were recorded during a 17 hour and 43-minute time period (starting at 20:26:07 to (B)(6) 2017 at 14:09:55). The high watt alarms were the result of the over current condition and due to the pump running on the rear stator only, causing the power consumption to increase above the power limit set by the site at 5.5 watts. A vad stopped alarm was recorded at 15:09:57 due to an overcurrent trip in the front stator. A vad disconnect was then logged at 15:10:07, indicating that the driveline was physically disconnected from the controller. A motor start event was eventually recorded at 15:10:13. Onsite inspection on (B)(6) 2017, revealed that the driveline sheath and wire insulation were damaged. A driveline sheath repair procedure was performed to mitigate the reported conditions. The electrical fault alarms were not reproducible after performing the procedure. As a result, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to the accidental cut of the driveline by the patient. Additional device: heartware ventricular assist system - controller 1.0, controller / (B)(4) / model #: 1403us / expiration date: 2016-01-31 UDI (B)(4) available for eval: no, evaluated by MFR: yes, mfg date: unknown, labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient accidently cut driveline while performing dressing change on (B)(6) 2017. The patient was admitted to the hospital for further evaluation, as the patient was stated to have been anxious. It was stated that there was damage 2 inches from the exit site. On (B)(6) 2017 a service repair was performed to repair the damage cable, while the patient was in hospital. A sheath repair was recommended and performed. No patient preparations for the procedure were necessary. It was documented that there were no pump stops during the procedure and that the repair resolved the issue. It was further stated that there were no reproducible electrical faults after the repair. No additional information available.